Manufacturer narrative:
2/16/1998 although sample and lot number unavailable for investigation conducted by our mfg facility, several preventible actions have been implemented to prevent similar defective parts from being received by our customers. These include notification and training of our packaging staff responsible for this product. On-going investigation is under way to determined cause of blocked airway. 1/21/1998 our continued investigation of this issue had determined cause to be related to problem with mold which manufacturers this component. Similar defects had been found during production run. Mold was pulled from service and repairs were completed. Similar defects had been found during a production run. The mold was pulled from service and repairs were completed. The proper operation of the mold was verified before it was returned to service. Since a lot number was unavailable, it could not be determined if the adapter reported was mfg prior to the repairs to the equipment. 11/18/1998 corrective actions have been initiated both by our facility, as well as mfg facility facility where this product is molded, to address complaint. Mfg facility launched intensive investigation into this matter and has identified root cause responsible for this type of report. In addition, allegiance healthcare corp initiated a voluntary recall of all product potentially affected by this root cause and has notified the FDA of this action. Additional corrective actions, at the mfg facility, have also been initiated and were implemented in september of this year.

Event description:
Account states clear plastic was inside adapter which would cause no air flow. "Pt needs airflow to survive".